Event description:
It was reported that during the procedure, the physician noted the coating on the proximal portion of the guidewire had been damaged "as if the coating was worn due to friction caused by handling of the torque device". The procedure was successfully completed with this device. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Device manufacture date: unk as the batch/lot # was not disclosed. Additional PMA/510(k): k023700, k002907, k053268. The device was not available for evaluation as it was disposed of, by the facility. The directions for use (dfu) recommends that the physician "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)" It was confirmed by the facility that the torque device was fastened down as instructed in the dfu. All instructions appear to have been followed as instructed. Based on the investigation results and the information obtained, the most probable root cause is undeterminable.